Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns device rebooted unexpectedly and would not boot into windows when it was powered back on. The system was displaying "operating system setup please wait a minute". There were no reported generator tests or power outages. When nk tech support assisted customer in swapping raid hard drive, the system booted up without issues. Raid began rebuilding. Attempts to collect device logs for further analysis were unsuccessful. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 2/29/2016. Warranty expired 2/28/2018. Service history for this device shows the following: 07/17/2019 300176589 - current notification. 10/20/2018 300148334 - not related to rebooting issue. 06/18/2018 300128501 - fan error. Customer was advised to clean the device per service manual. 01/24/2017 300073271 - not related to rebooting issue. 01/23/2017 300073006 - not related to rebooting issue. 01/17/2017 300072561 - not related to rebooting issue. 12/27/2016 300070321 - not related to rebooting issue. 11/09/2016 300065048 - not related to rebooting issue. 05/18/2016 300043928 - not related to rebooting issue. 03/31/2016 300039977 - not related to rebooting issue. Hardware related error occurred 28 months, where device warned user of a fan error. Operator's manual, revision a, requires device to undergo fan check every six months to ensure rear fan was operating optimally, that is excess dust had accumulated. After cleaning, the error was resolved. Device maintenance record is not available. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. In this particular case, only one hard drive needed rebuilding. The issue was resolved after swapping out raid hard drives. Due insufficient available information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the central monitoring system (cns) rebooted itself during use and would not boot into windows when it powered back on. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the central monitoring system (cns) rebooted itself during use and would not boot into windows when it powered back on. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central monitoring system (cns) rebooted itself during use and would not boot into windows when it powered back on. No consequence or impact to the patient.